Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly as tests showed that the pump dimpled when it was pressed. Troubleshooting was attempted to no avail. Two weeks later, the patient underwent a surgical procedure in which the existing pump was removed and replaced. Following the revision, the patient was retrained on the correct usage of the device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, revealing no damages. The kink resistant tubing (krt) was trimmed down to the appropriate length for functional testing. Upon functional testing, the pump did not pass the activation tests 2 and 3. Based on the information available and analysis results, the pump not passing the activation tests could have caused or contributed to the reported mechanical anomalies.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly as tests showed that the pump dimpled when it was pressed. Troubleshooting was attempted to no avail. Two weeks later, the patient underwent a surgical procedure in which the existing pump was removed and replaced. Following the revision, the patient was retrained on the correct usage of the device. There were no patient complications reported.